Event description:
A physician reports noticing an opacity on the crystalens surface when removing the iol from the packaging. The lens did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The device eval is in process and the findings will be submitted to FDA in a supplemental report.